Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during drain 1 of 4 on the home choice (hc). The caregiver (cg) stated that the heater bag fell and disconnected, so the home patient (hp) disconnected and waited for the cg to come home before calling. The technical service representative (tsr) instructed the cg to cycle the power to clear the alarms and explained that she would need to set the hc back up with new supplies. The tsr then advised her to call the registered nurse (rn) in the next 24 hours and let her know what happened. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report is for a system error 2240 during the drain stage, where the care giver stated that the heater bag fell and disconnected. Disconnected disposable tubing is a known cause of this type of alarm. Per the baxter homechoice operator's manual, users are advised the correct set up procedure for supplies. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.